Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that there were infusion problems with the system. Pt involvement and pt impact are unk. Additional info has been requested.